Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin did not exit the tubing during fill tubing. Customer's blood glucose was 250 mg/dl. Reportedly, customer reverted to manual injections.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to event reported in MFR report number 3013756811-2018-27329.